Manufacturer narrative:
(B)(4). Eval results: gi bleed.

Event description:
It is reported that the patient also complained of orthostatic lightheadedness and hypotension when presenting with the gi bleed. It is reported that the patient did experience hemodynamic compromise and required a transfusion of three units prbc's. The colonoscopy revealed mild gastritis, diverticulum in the ascending colon and internal hemorrhoids.

Event description:
There were three endeavor sprint rapid exchange (rx) drug eluting stents implanted during the index procedure, two in the left main and one in the distal lcx. It is reported that the pt suffered with hypotension approximately 2 weeks post index procedure. Investigator has indicated the event was not related to the study device. It is reported that the pt recovered with treatment. At 1 month and 6 month f/us pt was asymptomatic / free of symptoms. It is also reported that the pt suffered with shortness of breath approximately 9 months post index procedure. Investigator has indicated the event was possibly related to the study device. Pt is continuing with treatment. It is reported that approximately 10.5 months post index procedure, the pt was admitted for planned intervention for treatment of carotid artery disease. Pt had stent placement in the left carotid and was discharged home. At 1 yr f/u pt was asymptomatic / free of symptoms. It is reported that approximately 17 months post index procedure the pt suffered a gastrointestinal (gi) bleed. The pt noticed dark red stools and was admitted. The pt received 2 units of red blood cells, colonoscopy was carried out but there was no active bleeding revealed. At 1.5 yr f/u pt was asymptomatic / free of symptoms. (Ref MFR report # 9612164201100035 & 9612164201100036).